Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) could not be interrogated in the box prior to use. The device was not used. There was no patient involvement.